Manufacturer narrative:
Unable to proceed with product investigation, as lot number and contact information was not provided by the consumer.

Event description:
Parkinson-like symptoms [parkinsonism]. Case description: a consumer reported that they, an adult female age unspecified, used fixodent denture adhesive, control, flavor unknown cream and is experiencing parkinson-like symptoms. The top neurologist is still doubtful that it is parkinsons by about 3% and her physician is trying to figure out what chemical has caused her neurological problem. The case outcome was not recovered/not resolved. No further information was provided.